Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a haptic that tore off of the lens during an intraocular lens (iol) implant procedure. The lens was removed and replaced. The patient experienced postoperative inflammation the day of the procedure, but symptoms improved without additional treatment.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton with the implant reply card, the pamphlet and gauzes were returned in the box. No lens was in the carton for analysis. Additional information was provided, which indicated a qualified cartridge was used with the viscoelastic. However, with a non-qualified injector. The root cause may be related to a failure to follow the dfu. Account used a non-qualified lens/cartridge/injector with a non-qualified viscoelastic. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).